Manufacturer narrative:
Event date: (B)(6) 2013.

Event description:
A report was received that the patient was experiencing discomfort and tenderness at the pocket site when pressure is applied. The patient underwent a pocket revision wherein the ipg was replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing discomfort and tenderness at the pocket site when pressure is applied. The patient underwent a pocket revision wherein the ipg was replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.